Event description:
A surgeon reported a pt with a refractive surprise following intraocular lens (iol) implant surgery. In a f/u, personnel from the surgeon's office reported that the surgeon does not blame the lens and the reason for the outcome is unk. The pt was reported to be doing "ok" and has stated that he can see without glasses. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 11/24/2010 and 12/09/2010 by phone, fax, and mail. A completed questionnaire has not been rec'd. (B)(4).